Event description:
Bought "pain in ball of the foot" dr scholl's shoe insert and read directions and used in shoe for 2+ weeks from morning 'til night in (B)(6) 2022. It broke my 3d metatarsal in l foot. Went to three podiatrists, placed into a boot wore it for 8 weeks and bone is sort of healed though have been advised it takes 9 months to heal entirely. I have a deviated toe that podiatrist says will remain deviated. This product is sold without any warning and is a product that should not be sold. Have already reported to dr scholl's complaint dept with no remedy or proper evaluation having been done. I have been to three podiatrists for treatment and all took x-rays and wrote up a report. All has been given to scholl's wellness and their insurer, (B)(6). FDA safety report ID # (B)(4).